Event description:
It was reported that a device used during transport was unable to acquire ECG waveform. There is no info if this was leads ECG or pads/paddle ECG. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.